Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the device expiration issue appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) coronary artery. When the 2.5x08 mm xience alpine stent delivery system (sds) was advanced in the anatomy, it was noted on the packaging that the device expired on (B)(6)2018. The physician was notified that the stent was expired, however the sds was continued to be used and was implanted. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.